Event description:
Customer reported the insulin pump was alarming battery out limit. Then reported her blood glucose was 425 mg/dl, treated with the device. Customer stated the batteries were not out longer then the duration allowed by the device. Customer was advised it was normal device behavior. Customer was advised to monitor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.